Event description:
It was reported that a mentor memorygel xtra breast implant 285cc being used in a breast augmentation primary was found to be ruptured during the operation. No adverse event was experienced by the patient. The surgeon used backup devices, and there were no reported patient consequences or procedural delays.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jun 7, 2024, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the smooth high profile xtra 285cc breast implant was found to have an area of missing material measuring approximately 0.3 x 0.2 cm within a tear on the anterior view measuring approximately 2.2 cm. Microscopic examination was performed on the edges of the tear and the missing material, no parallel striations were found in an area of the tear and the missing material. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Based on the information currently available, a visual evaluation of the missing material indicates that the implant could have been damaged by an instrument during the implantation. The product insert data sheet cautions not to allow cautery devices or instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, drain trocar, cannulas, or scissors to contact the device during the implantation. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).